Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough and runny nose. The patient did receive prescription for antibiotics in response to the reported event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have cough and runny nose. The patient did receive prescription for antibiotics in response to the reported event. Despite multiple attempts on 7/07/2022, 7/14/2022/, 7/21/2022, the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section d4 has been updated/corrected in this report.